Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose was 311 mg/dl. Troubleshooting was done. Customer has not tried all remedies. The customer was advised switch out the rest of his infusion sets to see if that will resolve the issue. Customer stated that the blockage could be in the tubing due to he gets no delivery alarm during prime. The customer was advised to monitor the insulin pump and call back if issue persists. No further information provided.